Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was monitored without battery for 10 minutes. After re-inserting battery, no unexpected power loss alarm noted. However, low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to connector resistance on j6/pcba1. After disconnecting and reconnecting the internal battery connector on j6/pcba1. Pump was monitored and functioned properly. The pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button and damage keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now and low battery alert. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.